Manufacturer narrative:
(B)(4). Report source: foreign: (B)(6). Meng-huan tsai, chun-chieh chen, chih-hsiang chang, yuhan chang, pang-hsin hsieh, chih-chien hu. (2022) revision total hip arthroplasty with primary stem or full-porous-coated long stem for aseptic femoral component loosening: a matched-pair study. Orthopedic research and reviews 2022:14 25¿33 https://doi.org/10.2147/orr.s346891. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported in a journal article that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to aseptic loosening with subsidence and radiolucency of the femoral stem. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, h1, h2, h3, h6, h10. H6: component code: mechanical (g04)- stem. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: anatomic alignment of the left hip arthroplasty as noted, with suspected femoral implant subsidence. X-rays were evaluated. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.